Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged and unable to charge the pump successfully. There was no reported impact to the customer's blood glucose level. It was confirmed that the pump was able to be charged with a different usb cable. A replacement usb cable was sent to the customer.